Manufacturer narrative:
The device was not returned to the manufacturer for an investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
It was reported that while cleaning the brushes in preparation for surgery, the femoral canal brush bristles had broken off or were missing. There was no patient involvement and no adverse consequences reported.